Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts were received when attempting to charge the pump. The pump successfully charged after leaving it plugged in for 30 minutes. There was no reported adverse impact to the customer's blood glucose level.